Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima w/y adapter yel 24ga x .75i had leakage at the adapter tubing junction. The following information was provided by the initial reporter: material #383313, lot #4351793. Verbatim: rcc received a complaint via email. Using saf-t intima sq infusion catheter, noted at initial push of darzalex, tubing leaking at tubing y site. Wrapped with opposite to continue infusion to conclusion. Lot #: 4351793, ref: 383313.

Event description:
No additional information available.

Manufacturer narrative:
DHR review: the complaint lot# is 4351793, sku is 383313, assembly in suzhou plant on 2024.dec.25, lot quantity is (B)(4) ea. Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations, or rework activities for this lot. Returned sample analysis: no sample available. Retain sample analysis: sampling 2ea from the retain sample of the same lot to do leakage test, test result is within product specification. Refer to the attachment for retain sample test report. Possible cause analysis: based on the information, leakage is reported from tubing and y port. The possible reasons for this type of failure may including: 1. Tubing damage/broken issue, or poor prn assembly status. 2. The swaging between tubing and luer-adapter is not good, leakage is from the swaging location. Current manufacture already has control procedures as below to monitor and prevent this kind of defect: 1. Both in-process and outgoing sampling will check the pull force related extension tubing, including the swaging force, a poor connection can be detected. 2. Both in-process and outgoing sampling check do leakage test for component with extension tubing and prn connector. Defect sample is not available, and the retain sample leakage test result is pass, so the root cause is not clear for this leakage issue.